Event description:
It was reported that while in unit c4a, thepump report shows that syringe pump b sn (B)(6) was programmed correctly but maintained the same volume to be infused (vtbi) of 47.4 ml for 36 hours;. The dilaudid syringe had more volume than the calculated amount. The amount visualized left in syringe was 23.5 ml. There was no harm or adverse effects to the patient.

Manufacturer narrative:
A review of the syringe module device history record showed the device had a manufacture date of 07/07/2018. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for s/n (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for s/n (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Manufacturer narrative:
A follow up report will be submitted once the evaluation is completed. Although requested, patient information was not provided. Device received-investigation pending

Event description:
It was reported that while in unit c4a, the pump report shows that syringe pump b sn (B)(4) was programmed correctly but maintained the same volume to be infused (vtbi) of 47.4 ml for 36 hours;. The dilaudid syringe had more volume than the calculated amount. The amount visualized left in syringe was 23.5 ml. There was no harm or adverse effects to the patient.